Event description:
The event is reported as: the resident was using the epidural set "off label" to do a femoral block. When he pulled to remove the catheter, it broke leaving a portion inside the patient.

Manufacturer narrative:
Device available for evaluation? It is unknown if the device sample is available for evaluation.